Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria soft ureteral stent was to be used in a ureteroscopy procedure, and, during unpacking, the stent was found fractured. The device fell apart upon opening. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, this tria soft ureteral stent underwent a thorough analysis. Visual analysis of the returned device revealed that the stent bladder coil was detached. The detached part was returned; however, the suture and the positioner were not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the retrieval line may be removed before placement at the physician's discretion, and if the retrieval line gets entangled in the bladder and was removed using excess force, the stent coil could get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation. Correction to block d4: unique identifier (UDI) #.

Event description:
It was reported that a tria soft ureteral stent was to be used in a ureteroscopy procedure, and, during unpacking, the stent was found fractured. The device fell apart upon opening. The procedure was completed with another of the same device and there were no patient complications reported.